Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the atrial lead had high impedance, loss of sensing and loss of capture. A conductor fracture was suspected. During the lead replacement procedure, the lead showed reproducible noise and intermittent sensing. The fracture was confirmed at the level of the clavicle. In addition, the lead helix would not retract. The lead was explanted via laser and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.